Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
A bridge bolus was incorrectly performed. A healthcare provider (hcp) switched the medicine in the patient¿s pump to a new ration of baclofen and morphine. They put the new dose in the old drug desired dose field. The hcp stated now the dose of the morphine was too high. They initially stated that the bridge had run for twelve hours, but after looking at the 8840 programmer, they stated, the bolus ran for 10 hours and 30 minutes. The bolus was being cancelled. The patient was pretty lethargic at the time of the report now that they were getting the higher dose. It was reviewed that 0.14 ml of the 0.456 ml had been dispensed, and that there was 0.316 ml of the 2000 mcg concentration left to dispense. The hcp confirmed the 8840 showed a bolus dose of 948 mcg. It was reviewed that the actual dose of the 2000 mcg would be 632 mcg. It was also reviewed that the remaining bolus would be delivered over 34 hours and 52 minutes. The medications in fused were morphine and baclofen. The old and new morphine doses were 0.2 mg/day, with concentrations of 1 mg/ml. The old baclofen concentration and dose was 2000 mcg/ml at 435 mcg/day. The new baclofen concentration and dose was 3000 mcg/ml at 640 mcg/day.